Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 516 (mg/dl) after changing their pump supplies. System check with tandem technical support indicated pump was performing as intended. Customer indicated that they would change their infusion site and administer a bolus to treat their bg level.